Manufacturer narrative:
The previous correction referenced the wrong manufacturer report number. The correct report was sent under 2518422-2023-33161.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 3010359222-2023-00021. Please disregard MDR 3010359222-2023-00021 as it was filed in error.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to third party service center. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible, 4 errors were found and unit scrapped.